Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel dual chamber pacemaker system implant. Following the procedure, it was found that the patient's novel atrial lead was under-sensing p waves. The physician elected to reposition the lead. The lead was successfully repositioned on (B)(6) 2020. The patient noted that they felt chest pain after completion of the procedure. The patient was stable.